Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, when invalidate home was performed, a "possible encoder failure on tilt axis" alarm occurred. After performing invalidate home 3 times the issue resolved. There was no patient present at the time of the issue.